Manufacturer narrative:
A siemens customer service engineer was dispatched to the customer site. After evaluating the instrument, the cse cleaned the drains and checked the mixers on reagent 1 probe and reagent 2 probe film and found that it needed adjusting as the left film was just about the same height as right, which could cause wicking. The cse adjusted the film, performed precision testing and ran quality controls. The customer did not obtain additional discordant results. The cause of the discordant, falsely elevated ahdl cholesterol results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated automated high-density lipoprotein (ahdl) cholesterol results were obtained on two patient samples on a dimension exl 200 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ahdl cholesterol results.